Event description:
It was reported that the customer's insulin pump had a blank display. Only some lines but no information appeared on the screen. She heard a lot of beeping. The insulin pump reset itself and lost all the settings. Her blood glucose level was 222 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd board. The display anomaly could not be confirmed due to blank display. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.